Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's unspecified onetouch meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording the reporter stated that the alleged issue occurred on (B)(6) 2020 at 3:00 am. During the call, the reporter claimed the patient obtained an inaccurate high blood glucose reading of "399 mg/dl" with the subject meter. The patient manages his diabetes with oral medication and self-adjusted insulin (unspecified dose morning, evening and 5 units when blood glucose high). In response to the elevated result, the reporter claimed the patient took an additional dose of 5 units of insulin then developed symptoms of "difficulty breathing, dizzy, shaking, wasn't listening and had a seizure." The emergency medical services (ems) were contacted for assistance. The reporter claimed the paramedics tested the patient's blood glucose on the ems device and a result of "20 mg/dl" was obtained. The reporter stated that the patient was treated with intravenous (IV) glucose. Troubleshooting was unable to be performed as the patient no longer had the device. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on an alleged inaccurate high result obtained with the subject meter.